Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2017-12375 and 2134265-2017-12376. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to perform automatic pullback. During procedure, it was reported that the display on the monitor of the ilab ultrasound imaging system suddenly returned back to the main menu when completing the pullback. Pullback was performed again, however, the ilab ultrasound imaging system froze and was unable to power up when tried to restart. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the unit meets specifications of the ilab system functional feature test. No other issues or defects were observed during product analysis of the returned device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12375 and 2134265-2017-12376. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to perform automatic pullback. During procedure, it was reported that the display on the monitor of the ilab ultrasound imaging system suddenly returned back to the main menu when completing the pullback. Pullback was performed again, however, the ilab ultrasound imaging system froze and was unable to power up when tried to restart. No patient complications were reported.